Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that there was an unspecified cartridge issue. The customer's blood glucose was 103-323 mg/dl. The customer continued to use the pump for insulin therapy